Event description:
Upon the third injection of anesthesia by the anesthesiologist with a 27 g x 1 1/4 in. Bd precisionglide, the needle broke off into the patient's tissue. The doctor had to make a new incision to remove the needle.

Manufacturer narrative:
Results: the device is not available for evaluation. A quality notification review revealed no irregularities during the manufacturing of the reported lot #1355792. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).